Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator delivered volumes are out of specification. The customer stated that they performed transducer calibrations and the exhalation pressure transducer failed. There was no patient involvement associated with the reported issue.